Event description:
The facility reported an infusion pump with an accuracy problem. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 26, 2007. Evaluation summary:the accuracy problem was confirmed when the pump was found to be underinfusing during testing. Inspection of the device found that the underinfusion was caused by a faulty pump head module. The pump head module was replaced.